Manufacturer narrative:
Method - the defective board has not been returned to progeny despite numerous requests by progeny. The symptom and the date of mfg of the unit match a known failure mode of jb-70 units built within a specific time frame.

Event description:
A service tech from dealer reported that a jb-70 intra-oral x-ray unit, (B)(4), would generate an exposure on its own when the unit was turned on. It was due to a malfunctioning push button on the display board. The system could not make additional exposure unless it's powered off and on again.